Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling of the coating on the insertion section due to deterioration, greater than or equal to 1 square millimeter. Additional evaluation findings are as follows" 1.) Angle wire longer than specifications; 2.) Defects of the insertion tube-non bending section; 3.) Defects of universal cord/video cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model bf-260, evis lucera bronchovideoscope to olympus for repair due to a report of a "broken insertion section." Upon inspection and testing of the returned device, peeling off of the coating on the insertion section, greater than or equal to 1 square millimeter, was found. This report is submitted due to the peeling off of the coating section, greater than or equal to 1 square millimeter. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the flexible tube coat peeling was caused by stress of repeated use, external factors, or handling. Therefore, the root cause could not be determined. Also, correction to the initial report. H8 changed from ¿unknown¿ to ¿reuse.¿ olympus will continue to monitor field performance for this device.